Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user, who began using the ilet two weeks prior, reported fluctuating blood glucose (bg) levels. After an unannounced breakfast, bg rose to 263 mg/dl before the ilet correction algorithm brought it down to 60 mg/dl. The user treated the low by eating a bowl of cereal. The agent advised following the ¿5g every 5 minutes¿ or ¿15g every 15 minutes¿ rule to avoid rebound highs and encouraged continued communication with their trainer. The lowest blood glucose (bg) recorded was 60 mg/dl, and the highest was 263 mg/dl. Bg was corrected through the ilet¿s corrective algorithm and food intake. The user's reported symptoms during the low included sweating. No medical intervention was required at the time of call.